Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although foreign material was found adhered to the light guide lens glue, the bending section cover glue, and the insertion section. The material could not be conclusively identified. It is likely the material had not been removed because reprocessing could not be properly conducted due to the leak from scope cover and biopsy channel. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope ¿big wheel spins¿. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, foreign material was found in the connecting tube, the adhesive around the light guide lens, and adhesive on the rubber covering. This report is being submitted to capture the foreign material found during the evaluation.

Manufacturer narrative:
During the evaluation, the customer¿s allegation of ¿big wheel spins¿ was confirmed and found to be due to damage to the bending tube, causing the bending angle in the up direction to be out of specification. Additionally, the following findings were also identified: due to wear of the suction cover packing, water tightness was lost. The grip had a scratch, the air/water cylinder had no color, the label on the suction connector is peeled, and due to damage on the channel tube, water tightness was lost. Due to damage on the bending section cover, insulation resistance value at the distal end did not meet the standard value. The plastic distal end cover was cracked, and the light guide lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.